Manufacturer narrative:
The device intended for use in treatment has been returned and evaluated. The visual inspection confirmed that the front and rear device casing was damaged and the functional evaluation confirmed the failure to alarm, this established a relationship between the device and failure mode reported. A review of the device history record showed that the unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number were reviewed and showed that in the previous two years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. The investigation has now been closed and recorded as a mechanical component failure. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the device did not alarm and does not performance suction. No case reported.